Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). After a mach 1 guiding catheter and a non-bsc guide wire were used for cannulation on the ostial to distal rca, a 3.00mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, when the balloon catheter was not yet fully inside the guide catheter, it was noted that the shaft broke 64cm from the proximal shaft. The device was simply removed and was replaced with a 4.0x12mm nc emerge balloon catheter to open the proximal rca and another 2.5x20mm maverick balloon catheter was used to open the mid rca. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient's status was stable.